Event description:
During ICD procedure, .014 wire broke in the subclavian vein. Distal end of the wire in the coronary sinus (cs). Interventional radiology (ir) was called, and came to remove wire using a snare from the right femoral vein access.